Event description:
It was reported that the patient has not had tachycardia events before. Today there were several high rates in the ventricular tachycardia (vt) monitor zone. It was questioned why the wavelet would have withheld in one instance and not in another. The patient was noted to be symptomatic. The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).